Manufacturer narrative:
Per chemistry study results, the ir spectrum of the unknown clear material showed similar absorption characteristics when comparing to silicone like material.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation and device history result when received.

Event description:
It was reported that a drop of liquid-like material was found inside of the pressure tubing near the tip of the vamp plus syringe after opening the package before use. There were no patient complications reported.

Manufacturer narrative:
We received one single dpt-vamp plus kit with an IV set and pressure tubing for examination. The reported event of " liquid-like material was found inside of the pressure tubing near the tip of the vamp plus syringe " was confirmed. Unknown clear material was found inside of the pressure tubing near the vamp plus reservoir stopcock. The clear material was located on the inner surface of the tubing wall along a section approximately 8 cm just distal from the reservoir stopcock. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. A supplemental will be forthcoming with the chemistry testing results when received. With pressure tubing sets, it is common for the clinician to check for air or particulates while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Correction: the evaluation codes were previously submitted in error on the initial medwatch submitted.